Event description:
It was reported that the patient presented for follow-up. Low impedance was noted on the lead. Externalized conductors were found via diagnostic imaging. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.